Event description:
The clinician reported that on the day of attempted placement of the immediate dental implant in ada site 22 in the patient's mouth, the implant did not achieve primary stability in type iii bone. The clinician noted bone loss in this patient with good hygiene. Another implant was not placed successfully in the same site on this date. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.